Event description:
Pulmonary angiogram on 51-55 yr old male with pulmonary embolus. Angiojet f110 catheter was used. Catheter removed clot from lung without incident. The clot removal restored flow and created an arterial venous fistula in the lung. Blood came out of trachea. The pt died due to unk reasons: perforation by wire (unable to verify per physician), or perforation by catheter (angiojet used in vessel smaller than 2mm), or fistula. Physician had angiojet catheter at distal end, in an upper lobe branch, and activated angiojet. Physician thinks he should have gone proximal to distal instead. Right lung infarct, lung was dead - not profusing. When the clot was removed and blood flow was restored, it hemorrhaged. Autopsy stated the lung was dead; dead arteries.